Event description:
Disconnected magnesium infusion when it was finished and went to flush line. I noticed the hub's rubber part was not in position and was not properly sealing the line. Spoke with nurse and she states a similar event happened last week for another patient, and that microtubing line was tossed and a new set was reprimed. No longer have packaging, so unsure of what lot microtubing came from.